Manufacturer narrative:
It was reported the screw head broke off when explanting the imf screw from the patient's mandible. The shaft of the screw was left in the patient. Attempts to obtain further information and the remaining portion of the screw were made to no avail. Review of the DHR could not take place as device lot number was unknown. A review of the complaint database for the 209-20xx part family revealed one (1) complaint for screw head breakage during explant, which is the complaint within this report. Potential causes for screw breakage include but are not limited to inadequate design, inadequate specifications for intended use, improper material selection, and wrong screw length/size selected for intended application; however, based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported when explanting the 2.0 x 8mm imf screw from the patient's mandible, the head of the screw broke off. The shaft of the screw was left in the patient. This issue prolonged the surgery by 2 minutes. Details around why the explant was being performed are unknown despite follow up attempts.